Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis a week ago. The patient was told it's internal so it's not from what the patient is doing just how the body is reacting. Subsequent attempts to obtain additional information (e.g., patient demographics, treatment course, causality, organism) have thus far proven unsuccessful.

Manufacturer narrative:
Additional information: g1 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse event of peritonitis. The etiology of the patient¿s peritonitis is unknown; therefore, causality cannot be established. Limited information obtained during follow-up precluded a more comprehensive investigation. However, when the event was reported, there was no mention/indication a fresenius device(s) and/or product(s) was involved. It is well established those individuals¿ undergoing pd for rrt are at high risk for infections of the peritoneum. Based on the limited information available, there is no allegation and/or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse event(s). Furthermore (per the knowledge of this reviewer), the patient continues to utilize the same liberty select cycler at home, as a replacement cycler has not been requested. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis a week ago. The patient was told it's internal so it's not from what the patient is doing just how the body is reacting. Subsequent attempts to obtain additional information (e.g., patient demographics, treatment course, causality, organism) have thus far proven unsuccessful.